Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of liquid crystal display (lcd) lens being broken. Analysis also found that the battery drawer was broken. It was also noted that the upper and lower cases were broken, the ring cover was contaminated, one side bail cover was broken, the lead flex cover was contaminated and the ring and one side bail were bent.

Event description:
It was reported that the epg (external pulse generator) has a cracked faceplate/lens. There was no patient involvement.